Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 09 april 2025, that a 22mm amplatzer septal occluder was chosen for implant to treat an atrial septal defect (asd) using a 10f amplatzer trevisio intravascular delivery system. The device was deployed using the standard asd technique. However, during expansion inside the patient¿s body, deformation of the device was observed, described as a bulbous configuration. The deformed occluder was retracted and redeployed twice. The deformed occluder was retrieved outside the patient prior to release from the delivery cable. There was an interaction with cardiac structures during deployment. There was no angulation or kink noted in the delivery system. The device was replaced with another occluder, a 20 mm amplatzer septal occluder using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.